Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported "no load set" which was reproduced through troubleshooting of the device. The reported condition was verified. Visual inspection determined that the link was out of adjustment which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "no load set". The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.